Event description:
It was additionally reported that the cause of death was acute intracerebral hemorrhage. The death was not considered to be device related. The device operated as expected with the exception of not being able to transmit any data from the system controller to the system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away and the pump was explanted. The system controller was not communicating with the system monitor so the device was unable to be interrogated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported acute intracerebral hemorrhage and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned connected to the pump cable. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. There were incidental findings of: 1. An accumulation of tissue was noted to have been adhered to the interior of the outflow graft bend relief. A lengthwise crease was also observed in the outflow graft material. Tissue accumulation on the interior of the outflow graft bend relief appeared to have filled in and formed over the crease. 2. Material consistent with a developed thrombus was identified in the outflow graft lumen. 3. Material consistent with the patient being in a low flow state was identified within the pump outflow and pump cover. 4. The pump cable inline connector bend relief appeared to be discolored red/purple. The outflow graft and pum cover depositions were sent for histopathology analysis. Per the analysis, the tissue morphology is consistent of inactive mural thrombus with early remodeling (with no active thrombus activity on the surface). There is mostly no active collagen formation which shows a focal collagen aggregate. From the tissue removed from the pump cover region, there is no microscopic evidence of active or resolving, mural thrombus activity, nor is there presence of infectious/inflammatory components. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, device thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.